Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. During the call patient said she talked to her hcp today and wanted to change her program because the program she was on was not successful for her. Upon implant patient spoke with the rep and she decided to keep it on that program solid for 2 weeks and increase and decrease but since implant she has had no good results. She has had to catheterized 3 times a day and has had no urge and not being able to void on her own. The patient went in for post 2 weeks check today and talked with rep that program 2 was not successful, but rep responded back for her to stay where she is until the appointment, however, the program 2 was just not hitting it at all and today was 2 week and she wanted to change programs.